Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited a capture anomaly. The lead was capped during a routine change out of pulse generator.

Event description:
Additional information notes that the device exhibited high thresholds and poor sensing with the atrial lead.